Event description:
Explanted device returned with comment "reservoir wasn't emptying." Preliminary device analysis revealed a rotor stall.

Manufacturer narrative:
03/26/1998: h6-primary finding of device analysis revealed a rotor stall due to motor coil anomaly.